Manufacturer narrative:
Field service inspected the alinity I analyzer, confirmed the damage on the pcb on the temperature/optics pcb and replaced it. Review of the ticket history for the alinity I analyzer did not identify issues that may have contributed to the current complaint. There have been no further reports of smoke/burn issues of the likely cause since the part was replaced. No adverse trend for tickets with replacements of the temperature/optics pcb was identified. A search for similar complaints of the likely cause returned with no additional complaints for charring on the temperature/optics pcb. No adverse trends of the alinity I system were identified in regard to the current issue. Manufacturing documentation contained adequate information for the troubleshooting, removal, and replacement of the temperature/optics pcb. The 2019 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn damage, observed on the temperature/optics pcb was limited to a small area around capacitor c223 on the temperature/optics pcb; the damage did not spread to other parts of the instrument. Based on the information within the complaint record no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Burn evidence was found on the temperature/optics board [part a-90000055-01] when the part was being replaced by the abbott field service engineer (fse). The customer stated the alinity I analyzer was on, but was offline. The damaged board was found during the repair when the fse discovered the module did not communicate with the board. No smoke or fire were observed and no injuries were reported.